Event description:
An olympus representative reported on behalf of the customer that three single use repositionable clips failed to deploy properly during a colonoscopy with polypectomy while the patient was bleeding causing the procedure to extend by 20-30 minutes, and eventually, cancelled. The patient was transported to a local hospital to stop the bleeding and the patient subsequently underwent another colonoscopy using third-party clips. The three clips were left inside the patient and will not be returned. There was no further medical intervention needed and no further patient impact reported. This event is reported under the following related patient identifiers: (B)(6) - single use repositionable clip 1/3. (B)(6) - single use repositionable clip 2/3. (B)(6) - single use repositionable clip 3/3. This medwatch is for patient identifier (B)(6).